Manufacturer narrative:
Customer did not provide the requested information for further investigation of the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys pth immunoassay result for one patient from a cobas e411 rack. The initial result was not reported outside the laboratory, and the patient¿s sample was repeated for confirmation. The patient¿s initial pth result was 2.26 pmol/l, and the repeat pth results were 61.74 pmol/l and 60.87 pmol/l. Pth reagent lot number was 43202801 with an expiration date of 31-jan-2021.